Manufacturer narrative:
The related complaint device was not returned for evaluation, please find below the results of our evaluation: as of today, no device has been returned as it has since been confirmed that the issue was resolved at a local facility. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that there was no lightning bolt indicated on the battery indicator of the touchscreen, despite power cord plugged into renasys touch.